Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that an aquabplus 1500 had thermal damage on the l2 cable going from the motor protection switch (mps) to the power contactor. The reverse osmosis (ro) system was in standby mode when the biomed noticed the screen was black. The biomed found this unusual because the screen normally displays the words ¿standby mode¿ when not in use. There were no alarm codes that the biomed was aware of. Upon further inspection of the system, the biomed found the l2 cable was burnt. There was no evidence of any burning smell, smoke, sparks, or flames. The biomed also reported that the l2 cable was not properly seated in the mps. It was sticking out a little. The biomed pushed the cable in all the way in after noticing this and the machine started to work again. As a precaution, the biomed replaced the mps and all 3 cables going from the mps to the power contactor. There were no blown fuses in the local power supply, and there were no known power grid issues in the area. A photo of the burnt cable was provided for review. No parts were available to be returned for evaluation. Additionally, the ftp files could not be provided as the biomed stated they did not know how to download them. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, the reported failure pattern is a known issue, and thermal damage could clearly be seen in the provided picture. The issue was resolved by replacing the motor protection switch (mps) and all 3 cables going from the mps to the power contactor. The failure was most likely caused by bad electrical contact at the l2 cable. The technician confirmed that the l2 cable was not properly seated; it was sticking out a little. Due to the bad contacting, the mps was loaded asymmetrically during pump start up. As a result, the display was dark. The failure pattern is known and is addressed in a CAPA project. The affected device was manufactured before implementation of the CAPA, and since that time, corrective actions have been defined and implemented. The requested machine files have not been provided, and therefore, the exact failure cause could not be determined. A device history record (DHR) review was performed. The device was found to be conforming to the specifications and was confirmed to be released without any discrepancies. No investigation of the concerned components was necessary, and a separate review of the repair history was not required. Reproducing the reported failure pattern was also not necessary. A review of the instructions for use (IFU) and service manual (sm) were not performed because the reported error pattern is known. Based on the information available and the provided picture, the reported event was confirmed.

Event description:
A user facility biomedical technician (biomed) reported that an aquabplus 1500 had thermal damage on the l2 cable going from the motor protection switch (mps) to the power contactor. The reverse osmosis (ro) system was in standby mode when the biomed noticed the screen was black. The biomed found this unusual because the screen normally displays the words ¿standby mode¿ when not in use. There were no alarm codes that the biomed was aware of. Upon further inspection of the system, the biomed found the l2 cable was burnt. There was no evidence of any burning smell, smoke, sparks, or flames. The biomed also reported that the l2 cable was not properly seated in the mps. It was sticking out a little. The biomed pushed the cable in all the way in after noticing this and the machine started to work again. As a precaution, the biomed replaced the mps and all 3 cables going from the mps to the power contactor. There were no blown fuses in the local power supply, and there were no known power grid issues in the area. A photo of the burnt cable was provided for review. No parts were available to be returned for evaluation. Additionally, the ftp files could not be provided as the biomed stated they did not know how to download them. There was no patient involvement associated with the reported event.